Event description:
The customer's parent reported that the insulin pump alarmed for no delivery of insulin during a bolus. The blood glucose reading was 112 mg/dl. The insulin pump alarmed again during a fixed prime during troubleshooting and insulin did not exit. The parent was advised to disconnect and reconnect the tubing and reservoir with the customer disconnected from the insulin pump, and push the insulin pump manually with the plunger. The parent was unable to get the tubing correctly connected to the reservoir. The parent assembled a new infusion set to the reservoir and reported that insulin did exit. The parent reported that the alarm was resolved with a complete set change. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Conducted testing for occlusion, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch #3004209178-2015-56813.